Manufacturer narrative:
Initial reporter telephone number: (B)(6). The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During implantation, the last push was given and the trailing haptic was not folded onto the optic and instead unfolded. The doctor implanted the lens normally after using a mac pherson pincer to get the trailing haptic out of the cartridge. The inserter is available while the lens remains implanted. No delay and no medical or surgical interventions were reported and no further details provided. This emdr report is for the second reported event. Separate reports will be submitted for the other two events.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer? Yes. Section d9: date returned to manufacturer: 18th february 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod locked and in the advanced position. No issues were identified with the external assembly however, viscoelastic residue was observed on the outside of the cartridge. The handpiece was disassembled and the assembly was inspected, presenting with no issues. No complaint lens was not received as part of this return as it is still implanted. Therefore, no product evaluation of the lens could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. The customer experience may be attributed to an excessive amount of ophthalmic viscoelastic device (ovd), suggested by the presence of viscoelastic residue on the outside of the cartridge as well as the trace amounts found inside of the lower body assembly. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.